Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.

Event description:
The customer reported that during an assessment of the fleet, cracks and broken plastic was observed on the bottom front case near the mounting screw. No patient involvement was reported.

Manufacturer narrative:
The reported event of cracks in the plastics on the front case was confirmed after a review of the site visit report. No further investigation of this event is possible at this time. No definitive root cause was determined for this issue, however based on reported of un-approved cleaners being used it does appear to be unapproved cleaning techniques. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that during an assessment of the fleet, cracks and broken plastic was observed on the bottom front case near the mounting screw. No patient involvement was reported.